Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reported that the aligner is cutting the inside of their upper lip. Requested patient to try on next aligner to see if it fits better and advised to rinse with warm salt water for the cut on lip.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.